Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a power on reset (por) occur, but did not hear the alarm. The patient was seen in the clinic and the por was reset. The device is still in use. No patient complications have been reported as a result of this event.